Manufacturer narrative:
Death date: (B)(6) 2015. Event date: (B)(6) 2015. Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09779. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in mid left anterior descending (lad) with 90% stenosis and was 44mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of 2.25x2mm and 2.50x20mm promus element ¿ drug-eluting stents. Following post-dilation residual stenosis was 0%. Six days post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient died. Cause of death is unknown.